Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. However, there was foreign material on the light guide cover lens. Additionally, the bending section cover cement was defective, the paint was peeling off on the air /water nut, the seat holder unit was corroded, the angulation wire had play, and the piezo elements had a shadow. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6), 2021.

Event description:
It was reported by the customer, smoke came out of the tip when the evis exera ii ultrasound gastrovideoscope was connected to a light source and before the scope had gone into the sedated patient. The light source was working as intended. The intended procedure was completed with another similar scope with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted there was foreign material on the groove/gap of the distal end/light guide cover and foreign material could not be removed due to the gap causing insufficient/incorrect reprocessing issues. This report is to capture the reportable malfunctions of foreign material on the groove/gap of the distal end/light guide cover and foreign material could not be removed due to the gap causing insufficient/incorrect reprocessing issues noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be identified. Smoke comes out of the tip when the scope is connected to a light source. ·as a result of the device inspection, the indicated phenomenon was not reproduced. ·frequency of reproduction of the phenomenon was unknown. ·information on the usage environment of the device had not been obtained. ·identifying the root cause of the phenomenon was difficult because the issue could not be reproduced at the repair site and further information could not be obtained. Foreign material was found on the light guide cover lens. ·although the image of the foreign matter was received, the foreign matter could not be identified. ·according to the result of the device inspection, the phenomenon occurred due to abrasion caused by normal use. ·identifying the cause of adhesion of the foreign matter was difficult because further information could not be obtained. The instructions for use (IFU) states the following guidelines: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.